Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer experienced issues during the cartridge load process but had not previously reported similar alarms. Technical support instructed the customer to remove the cartridge and deliver a bolus, which was completed successfully, though it affected iob. Initially unable to reload the cartridge, the customer received assistance from technical support to load a new cartridge and successfully resumed insulin therapy. The issue was resolved.